Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable as there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Follow-up #1: date of submission 11/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/11/2016 with the following findings: a review of the last basal delivery was on (B)(6) 2016. The last bolus delivery was a 5.0 unit bolus on (B)(6) 2016 at 16:34. The total daily dose added up correctly and reflected the users programmed basal rates. No delivery defects were found during the delivery accuracy testing. The pump was found to be delivering within required range and delivering accurately. No delivery interruptions or any errors, alarms or warnings occurred during testing. The reported complaint was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.